Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the spherical reservoir had a hole from sharp instrument damage. The leakage test revealed that the spherical reservoir had a leak from sharp instrument damage. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation. Upon analysis of the returned component, it was noted that the reservoir failed the microscope examination and the leakage test.